Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal right coronary artery (rca) with moderate calcification and moderate tortuosity. The 2.5x15mm trek balloon dilatation (bdc) was kinked prior to be being advanced through a co-pilot device and the shaft of the bdc broke in half due to error use by the scrub tech. The bdc was not used in the procedure. Then, the 3.5x12mm trek balloon dilatation catheter shaft broke in two pieces during advancement while inside a 6 fr guide liner. Therefore, a an unspecified balloon was advanced to the distal part of the guide liner and then inflated to remove all devices as a single unit. Ballooning and stenting were performed to finish the procedure. There was no patient adverse effects and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation and unexpected medical intervention appears to be related to circumstances of the procedure. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the device was inadvertently mishandled during preparation and/or advancement, such that the bdc became kinked and upon further manipulation during attempts to advance the device into the guideline the hypotube ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.